Event description:
(B)(4). Embedded in my colon.

Event description:
(B)(4). Now both coils have migrated. Scared to death it's in my bowel. I've had infection since dr decided to do first hsg test on (B)(6) that I've ever had. They've left me to basically die? I've been in 3 times no antibiotics. I feel like I'm pregnant but heavy period (ablation was done also in 2010) so odd I ve to get these out. No qualified drs in (B)(6). Help me please.

Event description:
(B)(4). Sharp abdominal pains. .. Chronic abdominal pain.. Depression.. Bowel problems.. Itchy skin .. Rashes .. Acne .. Terrible forgetfulness .. Brain fog.. Ringing in ears .. One device has migrated somewhere in my body.. Abdominal swelling.